Event description:
It was reported that during a da vinci si hysterectomy procedure, the fenestration blade portion of the blade on the tip of the mega needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the carbide insert is broken off from the instrument tip. The insert was not returned with the instrument. Per the information provided by the isi's clinical sales representative, the broken instrument piece were successfully retrieved from the patient.